Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger, product ID: tm90p01, lot#serial#: (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an error code 1707 that a pt has been having since on (B)(6) 2024. The patient is still having issues it seems like issue has continued even though it was resolved on the call in may. Rep did know when it started up again. Today rep did troubleshooting over the phone with patient and still could not get it resolved. Ts reviewed the following considerations: positioning of the wr and resetting the wr (it was unclear if they were resetting the wr after each error message). Pt is using the belt and is able to get to 100% charged but it takes multiple attempts with this error code that keeps popping up. It sounds like the wr connects to the ins but it quickly disconnects, caller didn't have knowledge of any coupling status. It might be best to meet in person and do troubleshooting before replacing the wr. The patient reported that the communicator is not taking charge when plugged into the wall with the black cord. Pt indicated that they got a new one (unknown origin, as ts didn't see any cases to indicate a replacement happened via patient services. Ts reviewed that if the new cord isn't working, then there may be a potential issue with the tm90 and a replacement will be necessary. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the 1707 error was not known. When asked about the cause of the communicator not charging they stated it was suspected to be due to the charging cord's age and use. When asked about the steps taken to resolve the 1707 error issue they stated that the patient would like a new charger as the one they currently use did not connect for very long even after following the troubleshooting steps. When asked what steps would be taken to resolve the communicator not charging issue they stated that the patient would like a new charging cord to test if that was the issue. This issue was not yet re solved but they were still actively trying to. Additional information was received from the manufacturing representative. The rep was calling on behalf of patient who has been seeing persistent 1707 error while charging ins. Ins was not deep and all edges could be felt per healthcare provider (hcp). No changes or trauma at ins pocket site. The rep also mentioned it can take a long time to connect to ins when initiating a recharge session. Patient stated they could advance 10 - 20% but then start getting the 1707 error. Patient had been able to get ins charge level up to 60%. Tss sending caller email so wr9220 sn could be provided. Additional information was received from a manufacturer representative (rep). The rep reported that the patient did not provide the wr serial number to them and said patient was having the system replaced so they no longer needs a new charger. They will get the charger when the new implant is placed around on (B)(6). Patient is getting the non-rechargeable system placed.